Manufacturer narrative:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00151 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt did not find any obvious anomalies in its appearance. The actual sample, after having been rinsed and dried, was subjected to another visual inspection. No anomaly was revealed. The actual sample was built into a circuit with tubes and bovine blood was circulated in it. The pressure drop was determined at each flow rate. The obtained values were verified to meet the manufacturing specifications. There was not any anomaly, which could be a trigger of a pressure rise in the actual sample. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The actual sample was verified to be normal product with no inherent deficiency. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: "adequate heparinization of the blood is required to prevent it from clotting in the system" and "do not reduce heparin during circulation. Otherwise, blood clotting might occur." All available information has been placed on file for use in quality assurance tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00151 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the involved product code lot # combination confirmed that there no production related problems. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. Search of the complaint fire found no other report of this nature with the involved product code/lot#. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported pressure increase in the capiox fx15 device. Follow up communication from the user facility reported the following information: when priming, 2500u of heparin was added to 1200ml of 0.9% normal saline; then 75ml of 20% albumin was added; added 2 units of prbc which was washed with 1000ml of 0.9% normal saline; pressure loss of the oxygenator was 40-50mmhg, hct 18-20%; while waiting to start the heart surgery, the pressure loss increased more than 100-120mmhg, and hemolysis (red color) was noted in the hemoconcentrator; there was no patient involvement; the oxygenator was quickly changed out with another one; and the procedure was completed successfully.